Manufacturer narrative:
(B)(4). Date sent 4/2/2024. D4 batch # unk. B3: only event year known: 2024. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the device difficult to close on the tissue? 2. Was the device difficult to fire? 3. Did the device cut? 4. If not, please provide more details of device malfunction? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the device is pre-closed, then closed across the colon. Upon trying to close the gcs40g, the surgeon identifies that further dissection is required to reduce tissue volume within the device. The device is removed from the patient and further dissection is performed. Upon reintroducing the stapler across the colon and closing, the stapler jams and is prevented from closing. There were no patient consequences.